Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 41552 was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. In conclusion, the reported broken luer issue has been confirmed through testing. The balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter luer was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.